Manufacturer narrative:
A partial lead with the connector pin measuring 18.2cm was returned for analysis. External insulation abrasion was noted at 3.8-4.0cm from the connector pin. External insulation abrasion was noted at 15.0-16.1cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Signs of external compression leading to an internal insulation abrasion were noted at 13.2-14.7cm from the connector pin. Further evaluation noted that the internal insulation abrasion occurred at 11.7-16.2cm from the connector pin. The etfe coating was abraded at 14.4-14.5cm from the connector pin. The inner coil and the etfe coating of one rv conductor was melted and fractured at 14.4-14.5cm from the connector pin. This is consistent with the observation from the field of high pacing lead impedance.

Event description:
It was reported that the patient presented to the hospital with suspected lead crush. An increase in pacing lead impedance and exit block were observed. During lead revision an insulation anomaly was noted. Lead was explanted and replaced.